Manufacturer narrative:
The device was not returned to (B)(4) for evalution. Because the device was not returned to (B)(4), no investigation could be performed. A DHR review was conducted, and no non-conformances were found.

Event description:
The initial reporter stated that the pump air in line sensor failed. The initial reporter also stated that this occurred during testing and did not involve a patient. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. When the device was returned to mmdg for investigation it was found that the pump was not failing to alarm, but instead that it was falsely alarming. A DHR review was conducted, and no non-conformances were found. Based on the failure mode, no MDR was required.

Event description:
The initial reporter stated that the pump air in line sensor failed. The initial reporter also stated that this occurred during testing and did not involve a patient. (B)(4).